Event description:
The customer states that the patient is a (B)(6) male bone marrow transplant recipient who has generated the following architect tacrolimus assay results: date: (B)(6); initial result: 220 (1:8); trough value: na; 120 minutes post: na (ng/ml). Date: (B)(6); initial result: na; trough value: 44.6; 120 minutes post: 24.5. Date: (B)(6); initial result: na; trough value: 58.0; 120 minutes post: 22.0. Date: (B)(6); initial result: na; trough value: 9.5; 120 minutes post: 91.0. Date: (B)(6); initial result: na; trough value: 7.9; 120 minutes post: 8.9. Date: (B)(6); initial result: na; trough value: 6.5; 120 minutes post: 20.2. The patient is being administered a tacrolimus dose of 0.2 mg/kg, 24 hrs (orally) after being taken off intravenous administration on 10-5. The customer is concerned that for the test results obtained for 10-6 and 10-7, the trough values are higher than the 120 minutes post-tacrolimus administration values. The customer states that the patient has no liver function issues. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). To verify the accuracy of the architect tacrolimus assay, one architect i2000 instrument was calibrated and controls were run to validate the curve. Testing was done using file kits of architect tacrolimus reagent, list number (B)(4), lot number 86600m500 and architect tacrolimus panel set (panel 1 and panel 2) list number (B)(4), lot number aac043. One replicate of each panel level was tested. Validity and acceptance criteria were met. Each panel replicate was within specification range. The values obtained are listed below: panel: 1, panel (ng/ml): 7.2, acceptance range (ng/ml): 5.1 - 8.9. Panel: 2, panel (ng/ml): 13.1, acceptance range (ng/ml): 9.0 - 15.5. The results demonstrate that the assay can accurately detect known concentrations of tacrolimus. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect tacrolimus reagent package insert ((B)(4)) contains information to address the customer's current issue. Based on the results of the current investigation, the architect tacrolimus assay is performing as intended and a product malfunction was not identified. Method: review of complaint tracking and trending; abbott customer technical advocate initiated troubleshooting with customer intervention.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.